Manufacturer narrative:
Per ticket notes, service has confirmed to customer that the sample was short and it sampled from bottom of cup so incorrect volume aspirated without error as pressure is built up from bottom of cup. An lls error would generate on next attempt to run from sample. A search for similar tickets was performed and the review found only this ticket for this lot number. A review for complaint trends for the list number was performed and the review did not identify any trends associated with this list number. Review of non-conformances or deviations for the past 12 months found no non-conformance related to this issue. Labeling is adequate and provides specific instructions to the customer regarding the current issue. A user error cannot be ruled out as customer performed testing outside of abbott's specifications. To further investigate the customer¿s issue, the historical performance of reagent lot 58701uq12 was evaluated using worldwide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 58701uq12 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 58701uq12. A product deficiency was not identified.

Event description:
Additional information provided. The account confirmed that the sample is a pediatric sample and volume was short.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Patient identifier does not contain enough spaces, the entire ID is (B)(6) . An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false depressed architect total bilirubin on a pediatric patient (male, (B)(6) old, (B)(6) ethnicity) processed on the architect c16000. On (B)(6) 2021, the sid (B)(6) generated architect total bilirubin of 22 mmol/l. On (B)(6) 2021, the same patient with sid (B)(6) generated architect total bilirubin of 374 mmol/l and sid (B)(6) of 356 mmol/l. No specific patient information was provided. No impact to patient management was reported.